Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the curves are displayed differently on the mx450 than on the control center. The spo2 and ECG curves are not being displayed completely. On the monitor, only a small part of the wave window is used for writing the curve. The user stated that sometimes, the curves on the monitor also have an alleged ¿incorrect" form. There was no patient harm reported.